Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, when firing greater curvature, green button was squeezed but handle could not be squeezed with the 2 reloads. The first few pins were popped out. Another device was used to resolve the issue in order to complete the case. There was no patient injury.